Event description:
Additional information was received from a healthcare professional and it was reported that the device system was delivering gablofen (lot # 2138-106; 2000 mcg/ml concentration) with a dose increased on (B)(6) 2015 from 215.8 mcg/day to 280.38 mcg/day. The patient's other medications were baclofen, tizanidine, gabapentin, clonazepam, xavax prn. The patient's medical history included multiple sclerosis and many complications. The patient had allergies to aubagio and interferon. The patient's overdose symptoms were confusion and weakness. They discovered the lot#/concentration discrepancy 4 days after the refill with the 2000 mcg/ml instead of 500 mcg/ml as was programmed to have been refilled.

Manufacturer narrative:
Other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration 2000mcg/ml; dose and lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and multiple sclerosis. The patient was seen in the clinic for a pump refill on (B)(6) 2015 at which time the pump was refilled with an increased concentration of baclofen. However, the change in drug concentration and bridge bolus were not programmed. The patient reported to the emergency department (ed) with overdose symptoms due to the programming error. The patient was admitted to the hospital and after 2-3 days (over the weekend) the hcp identified the issue and made the appropriate corrections. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. Patient status at the time of the report was alive with no injury. Additional information was requested regarding drug information, patient medical history, device information, specific overdose symptoms, and troubleshooting performed. A supplemental report will be submitted if additional information is received.